Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one power port implantable port attached to a groshong catheter was return for sample evaluation. Gross, visual, microscopic visual, tactile, functional and dimensional evaluations were performed. The cath-lock did not appear to be seated against to port body however no disconnection was noted. Multiple splits and material separation were noted to the proximal end of the catheter between the port body and the cath-lock. Upon infusion, the distal catheter segment was patent to infusion. Aspiration was attempted second time and was successful. A kink was noted to the proximal end of the catheter. Dimensional evaluations were performed, and the wall thickness of catheter were noted to be within the specification. Outer dimension of the catheter was noted to be under the specification however kink was noted and elasticity felt abnormal might contribute to the dimension variation. Therefore, the investigation is confirmed for identified catheter fracture, material separation and deformation issue. However, the investigation is inconclusive for the reported cath lock detachment issue as the cath lock received attached to the catheter and may not be representative of the condition of the device during use. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, it was allegedly noticed that there was no catheter lock when the port was removed, and the catheter lock was found to be left behind around the pocket. It was further reported that the catheter lock was found to be in the subcutaneous tissue and was immediately removed separately. Reportedly, the catheter and the port were recovered in a connected situation. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that sometime post a port placement, it was allegedly noticed that there was no catheter lock when the port was removed and found the catheter lock left behind around the pocket. It was further reported that it was removed separately, the catheter and port were recovered in a connected situation. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, it was allegedly noticed that there was no catheter lock when the port was removed and the catheter lock was found to be left behind around the pocket. It was further reported that the catheter lock was found to be in the subcutaneous tissue and was immediately removed separately. Reportedly, the catheter and the port were recovered in a connected situation. The current status of the patient is unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one power port implantable port attached to a groshong catheter was returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. The cath-lock did not appear to be seated against to port body. Multiple splits were noted to the proximal end of the catheter between the port body and the cath-lock. Therefore, the investigation is confirmed for the identified material split. However, the investigation is inconclusive for the reported disconnection and migration issue as no objective evidence to confirm from provided information. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h2, h6 (device, method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, it was allegedly noticed that there was no catheter lock when the port was removed and the catheter lock was found to be left behind around the pocket. It was further reported that the catheter lock was found to be in the subcutaneous tissue and was immediately removed seperately. Reportedly, the catheter and the port were recovered in a connected situation. The current status of the patient is unknown.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: b5, d1, d4, h1, h6 (patient, device, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, it was allegedly noticed that there was no catheter lock when the port was removed and the catheter lock was found to be left behind around the pocket. It was further reported that the catheter lock was found to be in the subcutaneous tissue and was immediately removed separately. Reportedly, the catheter and the port were recovered in a connected situation. There was no reported patient injury.